Manufacturer narrative:
Continuation of d11: product ID 8835 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician h6; the previously reported device codes (B)(4) no longer apply to this event and have been updated to (B)(4). The previously reported patient code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-15, additional information was received from the patient. The cause of the empty pump code was determined to be due to the pump not being reset after filling. The pump was reset and the error code was resolved. The cause of the patient's legs driving them insane was due to stroke and nerve damage in their brain (no allegations of relation to the device/therapy indicated).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that patient recently had a refill and a couple days ago her personal therapy manager (ptm) began displaying the empty reservoir code "8286". It was noted that the refill date displayed on the ptm was incorrect and showing (B)(6) 2018. It was stated that the patient's legs had been driving her insane. The caller was directed to follow up with her healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received indicated that a correction needed to be made regarding the device codes.if information is provided in the future, a supplemental report will be issued.